Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 4-dec-2018.

Manufacturer narrative:
The pump was received with severely scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had all screen hazed and could not read it. The customer¿s blood glucose level was unknown at the time of the incident. Customer states they unable to read screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.